Manufacturer narrative:
According to the literature article by slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2, a palmaz ps30 stent was intended to be placed in the superior vena cava (svc) but migrated to the left pulmonary artery (lpa) because it was too small. The stent was repositioned percutaneously with an unknown 3-5mm balloon catheter in the right external iliac vein (r eiv). The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the palmaz balloon-expandable stent for the iliac arteries is 316l stainless steel, slotted tube. The stent should be crimped over the recommended balloon delivery catheter. Measure the diameter of the lesion to determine the appropriate size stent and delivery system.¿ it is not known if the recommended balloon was used in this case. According to the instructions for use, which is not intended as a mitigation of risk ¿procedure for peripheral artery and transhepatic biliary stenting 1. Perform standard diagnostic angiography or percutaneous cholangiogram to evaluate the lesion, as applicable. 2. Selection of stent size a. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent (see materials required table). Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. B. Measure the diameter of the reference vessel to determine the appropriate size stent and delivery system.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
According to the literature article by slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2, a palmaz ps30 stent was intended to be placed in the superior vena cava (svc) but migrated to the left pulmonary artery (lpa) because it was too small. The stent was repositioned percutaneously with an unknown 3-5mm balloon catheter in the right external iliac vein (r eiv). The device will not be returned for evaluation.